Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The sample was not returned. Three photos were provided that show the lens inside the eye. All three show damage to the optic edge of the lens. The damage appears to be a small nick in the material. Without the sample we are unable to determine the extent of the damage shown in the photo. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic were indicated. Based on our observation of the attached photos, the optic was damaged on the edge. This was most likely interpreted as the reported complaint.. The initial report description indicated that the lens was left in the eye and vision acuity (va) will be monitored post operatively. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. If the lens becomes available in the future, or more information is provided, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed that the lens was scratched in the corner which was weird because of the location of the scratch. The scratch was not in the location where the forceps normally touches. The lens was loaded normally. The lens was left in the patient's eye and was not explanted. The lens was always loaded correctly in the lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).